Event description:
The international distributor was required to replace the ventilator's power supply to comply with a snubber board replacement per field action notification. As requested by the manufacturer, the distributor returned the field action activity log reporting work completed. Upon review of the field action activity log, it was noted that the distributor had reported the removed snubber board was overheated. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Part scrapped by distributor.